Manufacturer narrative:
Reference ID: pr (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis which concluded that the large detector was damaged and caused grey images. Gain and pixel calibration was performed but the image qualities were not okay. The detector was replaced in accordance with manufacturer specifications. Protective cover was attached and detector successfully calibrated. The device was replaced and after calibration, returned for clinical use with full functionality.

Event description:
It was reported that detector was damaged after it was dropped. The device was not in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4) following are the corrections made pertaining to emdr report number 3003768251-2024-00055 (5067762): 1. Contact office: changed from (B)(6), 2. Date received by mfg: changed from "blank" to "07/17/2024."